Event description:
The medtronic guardian¿ 4 sensor suddenly stopped continuous glucose monitor on day 3 after installation and caused high blood glucose not detected. Tested via accu-check guide blood glucose monitor.